Event description:
The customer reported that a pt experienced a drop in desaturation and required medical intervention.

Manufacturer narrative:
(B)(4): the customer reported that a pt experienced a drop in desaturation and required medical intervention, however, the device did not alarm as fast as the user expected. This is considered a reportable event only because there was a need for emergent care while the pt was being monitored by a philips monitor. The limited available info is not sufficient to support that the device was performing other than as intended and expected. The device labeling adequately describes measurement averaging configuration, alarm delay configuration, and setting of alarm limits. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.